Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -8.50/2.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2020. This resolved the problem.